Event description:
It was reported that in the patient's room a month after the catheter was placed in the patient's internal jugular vein, a leak was found near the blue clamp placed 14-15cm from the distal tip. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. Note: the sales rep explained to the user that the catheter should be placed no longer than 30 days.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.